Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Please see medwatch report # 2032227-2014-63473.

Event description:
The customer's mother reported that the insulin pump kept going to threshold suspend causing the customer's blood glucose to increase up to 600 mg/dl. Customer stated that son treated with the insulin and manual injection for high blood glucose. Customer also mentioned that when inserting the sensor it was crimped and the readings are off. Customer declined to do troubleshooting. No further information provided.